Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00737 and 3006705815-2020-00738. It was reported that the patient experienced ineffective therapy. As a result, the system was explanted.